Event description:
Health professional reported a lap-band "system had a leak" that was reported to be "near the band itself" and "is leaking at the tapered neck where the tubing meets the band as well as the port." The physician "could put saline into the system, but couldn't get any back out." The "pt was in office for adjustment, [and] 4.0 cc [was] added and 0 cc could be removed." The lap-band system was explanted and replaced.

Manufacturer narrative:
(B)(4). Allergan has received the product however the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage form the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding/removing saline as follows: "8. Penetrate the access port. The port must be penetrated until the needle is stopped by the bottom of the portal chamber. Withdraw some saline to confirm that the bevel of the needle is within the port. If, after penetration, the saline solution cannot be withdrawn or injected, the bevel of the needle may be occluded by the port septum. Try to advance the needle further into the port to the bottom of the portal chamber. If you cannot advance, then re-enter the port with another sterile needle."